Event description:
Reported experiencing elevated blood glucose (343 - 378 mg/dl) "pt" had attempted to self-treat, by delivering boluses; however pt blood glucose did not decrease, as expected. Pt indicated that pt believes the device's bolus function is not working properly. No error messages were generated by the device.